Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021, using a nasal swab sample. Confirmation pcr testing was performed the same day on the (B)(6) 2021, using an unspecified sample type, which generated a negative result. The consumer then had a covid-19 molecular test performed the same day on the (B)(6) 2021, using an unspecified sample type, which generated a negative result. The consumer stated that she was symptomatic, presenting allergy like symptoms, congestion and a headache. The consumer confirmed there were no further adverse health effects.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 161236 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 161236 and device part number 195-430wl / lot 156101. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 161236 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.